Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle lead was explanted due to low shock impedance. No additional adverse patient effects were reported, besides surgical intervention. The lead is not expected to be returned for analysis, discarded at the facility. Besides surgical intervention, no additional adverse patient effects were reported.